Event description:
The customer obtained falsely high troponin 1 results on samples from two pt's. Based on the elevated troponin 1 results, one of the two pt's underwent cardiac catheterization. The results of the catheterization procedure were normal and there was no report of pt harm as a result of this event.